Event description:
System error message on pca infusion pump. Pump completely shut off and reset itself. Pt did not receive pain medication (admitted for sickle cell crisis) for 3 minutes while infusion pump recalibrated. History of amount of drug administered, demand, and total doses received from 0813 to 1132 was lost during shut down and malfunction of equipment.